Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device was returned for evaluation. The coil, sheath and handshake connection were microscopically and visually examined. The handshake connection was received inside the housing and would not retract. The housing was dismantled and no damage was identified. There was blood in the sheath and the sheath was torn/split 24cm distal of the strain relief. The annulus was damaged, not rounded. The damage to the annulus is consistent with damage caused by contact with the rotawire during use. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the protective sheath was torn. The target lesion was located in a heavily calcified right coronary artery. A 1.50mm rotalink¿ burr was selected for use. During procedure, it was noted that the burr stalled, upon checking the device, it was observed that the protective sheath was torn near the tuohy borst of the guide catheter exposing the inner coil of the burr. Also, fluid was noted to be dripping from the catheter. The device was completely removed from the patient's body and another of the same burr was used to complete the procedure. There were no patient complications reported.